Event description:
Customer called to report the insulin pump did not deliver bolus. Blood glucose reading was 500 mg/dl. The customer noticed that the insulin pump was on suspend after she was unable to deliver a bolus. The insulin pump was getting stuck on the delivering bolus screen. The customer had treated with manual injection. The insulin pump also did not rewind when the customer had removed the reservoir and put it back in. Troubleshooting was performed. A low reservoir alarm was found in the history file. The insulin pump did not deliver bolus into the air during the manual prime test until the third time. The insulin pump passed the self and displacement test. The bolus history recorded the test bolus correctly. Advised that a tubing clamp will be sent so that troubleshooting can be completed. The customer will monitor the insulin pump and call back for testing after receiving the tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).